Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that pt developed red oozy skin at 10 and 3 o'clock under mass of wafer. Each area measures approx .5 to 1 inch. Crusting was reviewed and areas were cleaned with soap then a medicated cream was applied. The pt experienced the condition during a period of 2 weeks prior to complaint receipt. Pt was advised to follow up with hcp and recontact cvt if no improvement. Outcome of pt was not reported.